Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). In addition, there were high thresholds, oversensing, and diminished sensing observed on the rv lead. The right atrial (ra) lead exhibited diminshed sensing and undersensing. The left ventricular (lv) lead also exhibited possible high threshold measurement. The rv, ra, and lv leads were removed and replaced. No patient complications have been reported as a result of this event.